Event description:
Knee/left arthroplasty at (B)(6) - wrong size replaced (B)(6) 2010 due to midflexion instability. Continued pain, severe. Doctor claims it is nerve connected. My name is (B)(6). I am a retiree of (B)(6) after almost 25 years of service. I have always supported the university and the medical center. I have used the faculty physicians on many occasions. I have, however, had an experience with the department of orthopedics that has deeply upset me. Let me explain as briefly as possible - in 2008, I had severe pain and swelling in my knee requiring a visit to the emergency room at (B)(6). I was instructed to see my orthopedic physician. Having heard about dr (B)(6), I made an appointment. Dr (B)(6) ordered an MRI and on (B)(6) 2008, a left knee arthroscopy with a partial medial meniscectomy was performed at (B)(6). Due to continued pain, in (B)(6) 2009, I began the hyaluronic acid and corticosteroid injections with no relief. Following physical therapy, I returned to dr (B)(6) due to continued pain. In (B)(6) 2009, he explained the risks of a total knee arthroplasty. I elected to have the surgery. After medical clearance from my primary care physician and cardiologist, I had the surgery on (B)(6) 2008 at (B)(6). After surgery, I was followed by home nursing and physical therapy but pain continued when I walked down the steps and if I stood on my feet too long. I thought that a certain amount of pain was normal so went about my life with the pain. I continued to have pain, with swelling and warmth and returned to dr (B)(6) early several times. X-ray showed excellent placement and he thought that perhaps I had overused it after arthroplasty. When I returned on (B)(6) 2009 follow-up, the pain had continued. I was given a steroid injection and medrol dosepak. I continued to have pain both day and night. On (B)(6) 2009, I returned to dr (B)(6) with my husband and after he examined, he looked at both my husband and me and said "I am sorry but it appears that we have put in the wrong size knee." He explained to us that he could easily fix it by cutting in the original incision site and inserting a spacer. He ordered an acl brace to use until I made the decision to have the surgery he recommended. I got the brace on about (B)(6). The brace seemed to straighten my knee and relieved some of the pain. I returned to dr (B)(6) on (B)(6) 2010. My husband and I were told that I had "midflexion instability" and that surgery would be warranted if I did not want to wear the brace. I told him I could consider the surgery and get back with him. After much consideration and discussion with my husband, I elected to have the surgery. I returned to dr (B)(6) on (B)(6) 2010 and the surgery was scheduled. After clearance from my other physicians, I had the surgery on (B)(6) 2010 at (B)(6). Instead of placing a spacer as I was told, another total knee arthroplasty was performed. No one ever explained why this was done. I followed up with home nursing and physical therapy and returned to dr (B)(6) on (B)(6) 2010. Due to inflammation, I was given bactrim, medrol dosepak to prevent any infection. I was also given tylenol 3 and lidoderm patch to help with the knee pain. I followed up with all physical therapy appointments and appointments with dr (B)(6). I returned to dr (B)(6) on (B)(6) 2010 because of continued knee pain. In the course of the examination, I explained to him that I was having some back problems and was to see dr (B)(6) for degenerative disc disease and was scheduled for an epidural. He suggested that the knee pain was due to back pain. Dr (B)(6) appeared frustrated that I continued to have pain and he was tired of fooling with me. He referred me to dr (B)(6) for a consult. I saw dr (B)(6) on (B)(6) 2010. He indicated that my pain was possibly nerve related due to the past history of back pain and treatment. He told my husband and I that one option I had was to use a brace for the rest of my life or to have my knee surgically immobilized. That scared me. I made an appointment to return but cancelled it. I felt like I was not being taken seriously and I continue to have left knee pain. His plan was to evaluate my knee and hip. I did not have hip pain. Since the knee pain continued and worsened, I went to another orthopedic physician in mobile. He did x-rays and nerve conduction tests on my left leg. It was normal. He did a bone scan and referred me to dr (B)(6). He also thought it was nerve-related. He did offer to refer me to another orthopedic physician. I returned to my primary care physician and she referred me to a neurosurgeon to evaluate my knee, back and neck. I have seen dr (B)(6). I explained to him the pain in my knee, back and neck. He did an MRI and emphatically told me that the pain in my knee had nothing to do with my back. He referred to a pain management physician for my back pain and neck pain. I have had physical therapy on my neck and back and continue therapy at home. I take lortab 10 mg twice a day for my back and neck pain but still continue to have knee pain. My left knee hurts with every movement. It hurts when I go up or down steps. It hurts when I sit. It hurts when I walk. It wakes me up at night. The lortab does not ease the pain. I feel like dr (B)(6) and dr (B)(6) did not take the level of my pain seriously and tried to dump me. Before I had the first surgery, I was walking 2-3 miles 3 times a week, now I cannot walk a block. I am not so foolish to think that the first surgery would not have some residual pain but never did I think I would have to suffer through the pain as I have and I look to you for a solution. Pt done after both surgeries.